Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they had no delivery alarm. Customer's blood glucose at time of incident was 400 mg/dl. Customer is reporting a past event. The customer reported the alarm was resolved by a complete set change. Customer has product in question to return. Customer was advised we will send packaging to return and replacement sets.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies and none were found. Ran occlusion testing and no occlusions were noted.